Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The instrument investigated on site. The instrument was uninstalled and decommissioned, problem solved by replacing with a new instrument. Device intended use: the applied biosystems 7500 fast dx real-time pcr instrument with the sds software version 1.4 is a real-time nucleic acid amplification and detection system that measures nucleic acid signals from reverse transcribed rna and converts them to comparative quantitative readouts using fluorescent detection of dual-labeled hydrolysis probes. The 7500 fast dx real-time pcr instrument is to be used only by technologists trained in laboratory techniques, procedures, and on use of the analyzer.

Event description:
A customer reported wavy component plots and poor data quality in results after an assay run on the applied biosystems 7500 fast dx (cat. No. 4406984, serial no. (B)(4). This led to incorrect assay results. No patient involvement reported. (B)(4).